Manufacturer narrative:
A visual and functional inspection was allegedly performed by a customer representative from the user facility. The alleged inspection found that the leg wrap had leaked. After contacting the customer it was confirmed that the leg wrap was disposed of and not available for further evaluation or further information.

Event description:
It was reported that the leg wrap leaked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported that the leg wrap leaked. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.